Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B) (4) no anomalies were found. The full lead was returned and analyzed.

Event description:
It was reported that during the implant procedure, there was positioning difficulty. It was also reported the lead had high impedance, > 2000 ohms and high thresholds. The lead was not implanted and was replaced . No patient complications have been reported as a result of this event. The patient outcome was noted as 'ok'.